Event description:
Related manufacturer reference numbers: 2017865-2022-11127. It was reported that the patient presented in clinic for device upgrade procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited inappropriate therapy due to noise over-sensing and insulation damage. During procedure, it was found that the newly placed left ventricular (lv) lead exhibited phrenic nerve stimulation. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. The rv lead was also capped and replaced on the left side on (B)(6) 2022. There were no patient consequences.